Event description:
Remote patient monitoring (rpm) requires patients to check vitals (including temp) at home with the thermometer provided by the rpm program. The patient brought the thermometer in to show the nurse it has been reading abnormally low (1-2 degrees lower than what the nurse gets with the clinic thermometer). There is potential for missed fevers with a malfunctioning thermometer since this patient is closely monitored post car-t infusion for fevers, crs, and neurotoxicity. Per patient report the thermometer has not been working for several days and a new thermometer was ordered but still not functioning properly. Another new thermometer was ordered through the rpm program.